Event description:
Reporter indicated that patient's ncp system was explanted due to staph infection. The patient's family member reportedly requested device removal after three days of treatment with antibiotics was unsuccessful. Attempts to obtain additional information have been unsuccessful to date.